Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: h3- the complaint device was not returned to cook, only unused devices were returned for evaluation. Summary of event: as reported, during an unknown procedure, a roadrunner nimble hydrophilic wire guides felt "knurled a bit longer and gave more resistance in use than the regular ones do." Another translation stated that the wires were "perceived to be grooved a longer distance and gave more resistance during use than they usually do." Additional information was received 24jun2024. "High" resistance and friction was felt during insertion of the wire into the patient, and more resistance was felt upon extraction. Non powdered/non latex gloves were worn. The coating was activated by flushing the "house" to the wire just before use (30 seconds), and then using wet compression. The device was used one time, and no flaking was noted coming from the wire. The procedure was completed with another manufacturer's wire. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence. Investigation evaluation: reviews of the complaint history, device history record (DHR), drawing, instructions for use (IFU), and quality control procedures were conducted during the investigation. A visual inspection, dimensional verification, and inspection of unused product was also conducted. The complaint device was not returned to cook for investigation. Eight sealed/unused devices to cook for investigation. Physical examination of the returned devices found that three of the eight wires did not glide smoothly when checking for lubricity, they felt ridged. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the lot. A review of complaint history found no additional relevant complaints for this lot number. Cook reviewed the product labeling, including the instructions for use (IFU). The customer followed all relevant instructions in the IFU related to this failure. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, and complaint file suggests that there is evidence the device was manufactured to specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided and the results of the investigation, cook has concluded that component failure unrelated to manufacturing or design deficiencies contributed to this incident. From the limited information provided, with no device returned for examination, no manufacturing or design deficiencies can be confirmed at this time. The exact conditions experienced during the event cannot be duplicated. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. D9, h3: it is unknown if the device will be returned. E1: customer name and address = phone: (B)(6) g4: PMA/510(k) number = k182985 this report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unknown procedure, a roadrunner nimble hydrophilic wire guides felt "knurled a bit longer and gave more resistance in use than the regular ones do." Another translation stated that the wires were "perceived to be grooved a longer distance and gave more resistance during use than they usually do." Additional information has been requested.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: h6 (annex e and f), h3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 24jun2024. "High" resistance and friction was felt during insertion of the wire into the patient, and more resistance was felt upon extraction. Non powdered/non latex gloves were worn. The coating was activated by flushing the "house" to the wire just before use (30 seconds), and then using wet compression. The device was used one time, and no flaking was noted coming from the wire. The procedure was completed with another manufacturer's wire. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures or experience any adverse effects due to the occurrence.